Event description:
The facility reported a colleague infusion pump with an 810:11 alarm. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summery: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history, but not reproduced during product evaluation. The device was tested and the condition was found to be caused by the air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has found that similar reports have been received for the reported problem.? The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.